Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the jaws of the dissector broke and a piece of one jaw fell into the patient. It happened as when they grasping the tissue. The device was not in any activation mode. The broken piece was retrieved. There was no patient injury.